Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, a fluid loss alarm was generated at 7 cc's per minute, however, the case continued and there was no leakage noted. Approximately 3 minutes into the ablation, a second fluid loss alarm was generated at 3 cc's per minute. At this point, a "drip" was observed and as a result, the tenaculum was tightened and the procedure resumed with no issues. No post procedure burns were noted and there were no patient complications reported. Although several attempts were made to obtain additional follow up, there is no further information regarding this event.

Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.